Event description:
(B)(4). Severe constant pelvic pain, mainly on the left side. Heavy bleeding with blood clots during period, migraines before and during period, bloating, cramping, gastrointestinal problems, numbness in hands joint pain, back pain muscle spasms eye twitching, pain during intercourse. Severe fatigue, blurry vision, anxiety, hair loss, mood swings, hives, body rash. Vitamin d deficiency, hiatal hernia with nissen fundoplication (repaired july 2014), gallbladder disease (gallbladder removed (B)(6) 2015), ganglion cysts (first surgery to treat it (B)(6) 2015).